Event description:
It was reported that during a surgical procedure, the bur flutes had worn down. It was also reported that the bur started to heat and caused the handpiece to heat up. It was further reported that there was a delay of a couple of minutes to obtain another bur and handpiece. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Device discarded.